Manufacturer narrative:
Correction on initial report: d.1, d.4, g.5, & h.6. (Patient code). Additional information provided: b.5, d.10 & h.4. The customer¿s report that that sets broke at the syringe adapter site was not confirmed. Visual inspection of the set noted separation at the engagement between the tubing and drip chamber. No other damage or issue was observed. Examination under magnification observed insufficient solvent at the end of the tubing where the separation occurs. Functional testing was deemed unnecessary due to the sets separation and obvious leak that would occur due to the separation. This set is not manufactured with a syringe adaptor site. The tubing¿s outside diameter was measured and found to be within specification(s). The root cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that sets broke at the syringe adapter site. It is unknown which tubes belong to which incident and which nurse was involved. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that sets broke at the syringe adapter.